Event description:
It was reported that the insulin pump alarmed button error and the numbers kept scrolling up. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.